Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call air bubbles anomaly and high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer advised they went to the hospital and experienced diabetic ketoacidosis as a result of high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer advised they felt sick and were vomiting. Customer did bolus delivery several times but their blood glucose levels would not go down. Customer found air bubbles in the tubing and changed the entire reservoir instead of trying to get the air bubble out. Customer performed and failed the high pressure test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.